Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump was no longer beeps or vibrating for her alerts. The blood glucose level was 164 mg/dl. The customer reported that the banner appears on screen, but it did not make noise, vibration, enter anything into the alarm, daily or notification histories. The customer declined troubleshooting. The insulin pump being returned for analysis.

Manufacturer narrative:
The audio tone or vibrate feature on the insulin pump functioned properly during testing. (B)(4).